Manufacturer narrative:
Due to character limitation in e1 event site name -(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during examination the cardiosave intra-aotic balloon pump (iabp) beeps when turned on and cannot be turned off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) elevated the unit and determined that it was caused by a power management board failure. The fse replaced the power management board (0670-00-1162) and performed tests. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a